Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead had perforated while the patient was recovering post implant. Consequently, patient became hypotensive. The patient underwent emergency pericardiocentesis. Patient was in good condition post procedure.